Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h11 root cause findings: the reported problem was confirmed through the events log but not duplicated during functional check. Event tace shows evidence that ltv ac power adapter is the cause of this issue.

Event description:
Additional information received indicates that the ventilator was returned for further investigation.

Event description:
It was reported to vyaire medical that vent inop alarm while device was on a patient on (B)(6) 2024. Patient was safely transferred to a new device, no harm reported. The biomed tested the device with a test lung and, after a few hours, was able to confirm vent inop occurred again.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.